Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18285. H10 remediation statement missing instructions for use were inadvertently included in b5, should have been listed in h10 section: warnings and cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient presented for an urgent coronary artery bypass graft with impella 5.0 support. The impella implant procedure was successful without issues. Later, the intensive care unit physician reported bleeding from thorax drain and vein extraction area during the weekend, therefore partially d5 with sodium bicarbonate was used and heparin was stopped to treat the bleeding. The procedural outcome was the patient survived surgery. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿